Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported at one week post-op, the clamps of the delta frame had "sheered" off the carbon fiber bars and stripped from their fixation.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.